Manufacturer narrative:
Patient weight: asked but unavailable date of event: as the date of follow-up CT imaging is unavailable, the date of event has been estimated as the date the physician reported the information to the gore representative- (B)(6) 2021. Other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.

Event description:
The fsa reported: on (B)(6) 2010, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (date and modality is unknown), revealed a possible proximal type I endoleak. There is no aneurysm sac enlargement. It was reported there was a reintervention on (B)(6) 2021. The physician implanted a gore® excluder® aaa aortic extender endoprosthesis proximally. The endoleak was resolved. The patient tolerated the reintervention.